Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver - metallic intact coil, with a minimal amount of embedded tissue attached') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and pap smear abnormal. Concurrent conditions included right lower quadrant pain, mood swings, menses irregular, libido decreased, hirsutism, oily hair, acne, mood swings and headache. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain: right pelvic region/pelvic pain"), back pain ("pain: back pain"), abdominal pain ("pain: abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("dyspareunia( painful sexual intercourse)") and vaginal discharge ("vaginal discharge, bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), metrorrhagia ("metrorrhagia, (bleeding b/w periods)") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, alopecia, dyspareunia, vaginal discharge, metrorrhagia and headache had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: previously reported date of insertion was (B)(6) 2010. Patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, (bleeding b/w periods), vaginal discharge, migraine, headaches, fatigue, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient's medical records: headache, dysmenorrhea (cramping), pelvic pain, vaginal discharge. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received new event added metrorrhagia, (bleeding b/w periods), headaches and event outcome added abdominal pain, metrorrhagia, (bleeding b/w periods), headaches. Lab test date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver - metallic intact coil, with a minimal amount of embedded tissue attached') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and pap smear. Concurrent conditions included right lower quadrant pain, mood swings, menses irregular, libido decreased, hirsutism, oily hair, acne, mood swings and headache. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain: right pelvic region"), back pain ("pain: back pain"), abdominal pain ("pain: abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dyspareunia ("dyspareunia( painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, alopecia, dyspareunia and vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: previously reported date of insertion was (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient's medical records: headache, dysmenorrhea (cramping), pelvic pain, vaginal discharge. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr were received. Event injury nos replaced with new events. Added events: embedded device, pain: right pelvic region, back pain, abdominal pain, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, hair loss, vaginal discharge, dyspareunia (painful sexual intercourse). Date of insertion and date of removal was added. New reporters were added. Patient demographics was added. Medical history and concomitant conditions were added. Event onset date were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.